Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The diagnostics board was adjusted as part of the service event. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this complaint.